Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The fse also replaced the axes controller platform (acp) board due to communication errors. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit tested on an in-house system and passed normal mode. When the unit tested on patient side cart (psc) fixture test platform (pftp), it failed fibers tests pointing to clockspring and parallelogram. When clockspring fiber swapped with a new one, clockspring fiber test passed. When original clockspring fiber reinstalled, it failed fiber test pointing on clockspring. When parallelogram fiber swapped with new one, the unit passed fiber test on parallelogram. When original fiber reinstalled, the unit failed parallelogram fiber test. The unit then tested on a pftp with new fiber clockspring and fiber parallelogram and passed direction tests, chipencoder virtual absolute (cva) characterization, carriage switches, sine cycle, carriage strength, carriage friction tests, brake release test, brake hold test, and advanced brake test. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the customer was getting repeated recoverable errors. Technical support engineer (tse) uploaded error logs and noted multiple 31199 errors reported by axes controller platform (acp) 4. Tse reviewed errors logs and noted 31226 has also been received pointing to loss of communication between acp 3 and 4. Customer continued with procedure and requested field service support. Tse asked clinical sales representative (csr) if there was any evidence of a collision on the cover on the rear of the boom and he stated he did not see anything, the procedure was completed with no reported injury.